Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2004 - the pt had a defective bard composix kugel mesh patch implanted. In 2008 - the pt was compelled to have said defective patch explanted. The pt has suffered and will continue to suffer physical pain and mental anguish.